Event description:
The patient experienced erythema and pain at the lumbar incisional site. The pt was hospitalized and given oral keflex for 10 days. The pt was hospitalized again and the implantable neurostimulator (ins), leads and extension were removed due to infection. It was noted that the infection was most likely due to the implant procedure. There was reported to be no pt injury.

Manufacturer narrative:
The implantable neurostimulator (ins) and 2 leads (3776 models) have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.